Event description:
It was reported by the physician that an error code 10 was seen on a patient's aspire sr generator and was disabled as a result. Error code 10 is known to be a burst watch dog timeout issue that occurs when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. During follow-up, it was stated by the physician that it was determined that they had increased the autostim output current to be greater than the magnet output current which likely caused the error code 10. The settings were corrected where magnet mode output current was indeed set hire than autostim output current. They have not seen the error code again since. All diagnostics were normal during follow-up visit and device settings were correct. No additional relevant information has been received to date.